Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 12 years due prosthetic mitral valve stenosis and regurgitation with calcification. Per the op report, this patient has a longstanding history of chronic atrial fibrillation. He had immediate recurrence of his atrial fibrillation and was noted to have premature deterioration of his mitral valve bioprosthesis with a mean gradient of 9.3 mmhg in 2008. Recently, the patient began experiencing worsening symptoms of congestive heart failure over the last 6 months with severe exertional dyspnea, debilitating fatigue, and intractable lower extremity edema. Echo in july showed the mitral valve with a mean gradient of 15 mm mercury associated with moderate regurgitation. The patient was referred for redo-mitral valve replacement. During explantation of the device, the valve had essentially no leaflet excursion with all cusps calcified and immobilized in the semi-closed position and with a central regurgitant jet of at least moderate to high moderate severity. The device was replaced with a new edwards bioprosthetic valve. Tee showed the new valve to be functioning normally with good leaflet excursion and no central or periprosthetic leak.

Manufacturer narrative:
Evaluation summary: minimal to moderate calcification was observed in the cusp area of leaflet 1 and moderate to heavy calcification was observed in the cusp area of leaflet 2. The free margins of leaflets 1 and 3 exhibited heavy calcification, free margin of leaflet 2 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 11mm. Host tissue was moderate to heavy at the stent outflow and minimal at the stent inflow. Host tissue fused leaflets 1 and 3 at commissure 1 by 9mm. Leaflets 1 had cut area of 9mm x 5mm, leaflet 2 had cut area of 8mm x 10mm and leaflet 3 had a cut area of 10mm x 5mm. Cut sections were not returned with the valve. The x-ray demonstrated calcification. The device was returned and evaluated, which confirmed that the stenosis and regurgitation was caused by the calcification reported on the valve.

Manufacturer narrative:
Device not returned. Unfortunately, the device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event could not be confirmed, it appears that the stenosis and regurgitation was likely caused by the calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.